Event description:
Info rec'd that the head assembly was drifting slowly. No injury reported.

Manufacturer narrative:
Bed located in basement. Technician found the head of bed was drifting slowly. Cause: valve was sticking. Repair: replaced the valve assembly to resolve this issue.